Event description:
On may 4, 2011, the lay-user/patient contacted lifescan from (B)(6) alleging an error 2 issue with a one touch verio meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter has been returned and evaluated by lifescan product analysis on 6/6/2011 with the following findings: the meter passed all testing with no faults found. An empty vial of test strips was also returned. Therefore, the evaluation of the subject test strip lot # was not possible. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Based on the information provided, this complaint is being reported due to the following conclusion: the patient alleged an "error 2" issue with the subject meter and test strips. The evaluation of the test strips was not possible and could not be completed. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not allege any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
PMA: 510 (k) # is k093745.